Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. No additional adverse patient effects were reported. This ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. No additional adverse patient effects were reported. This ra lead was explanted. Additional information indicated that the patient had exhibited endocarditis. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; h6: patient codes; and h6: impact codes.